Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was re ported that the patient went into the doctor's office and was reprogrammed. She stated that during the reprogramming she felt stimulation in her left hip and the nurse stated that was not possible. Following the programming she had a symptoms returned both day and night. She indicated that prior to (B)(6) , she had good coverage during the day but not at night and never had 50% or greater/night symptoms. Her doctor was planning on adding another drug for that. It was noted that the patient felt stimulation in the correct area after changing programs and increasing amplitude. The patient increased to 3.5v and felt stimulation comfortably.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.